Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and failure to capture. X-ray imaging was performed and revealed a dislodgement of the rv lead. It was suspected that the ICD exhibited a migration. The rv lead was explanted and replaced. Upon explanting the lead, it was noted that the helix was unable to be retracted and extended. The patient was in stable condition.